Event description:
Hcp reported pump did not work. The pt had no drug effect. The device was explanted and returned to the MFR for analysis. A follow up report will be sent when add'l info is received.